Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot # n411956, implanted: (B)(6) 2014, product type accessory; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Event description:
The patient¿s pump had the wrong units selected for the drug that was in the pump. It showed 2000 mg/ml with a dose of 241 mg/day; however, it should have been mcg/ml instead. The dose was proportionate to the concentration so the dose administered was the same. At the refill visit on the date of this report, the units were updated to mcg/ml. The change never altered the actual dose the patient received. The patient had no symptoms related to the event. The hcp (healthcare professional) reviewed prior telemetry strips and found that it had been programmed incorrectly at implant in 2014. The device system was delivering lioresal.